Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and lum bar radiculopathy. It was reported that the patient was experiencing back pain and their ins was not setting right and needed to be replaced. It was reported that the patient saw in eri and the patient¿s healthcare provider (hcp) told them that they could see wires poking out of the patient¿s back. The patient reported having a lot of tingling and pain and discomfort while recharging since (B)(6) 2016. The patient also reported that they had a fall on (B)(6) 2017 that may have affected the system. The patient also reported also reported that they had a CT scan and a myelogram that may have affected the system. The patient planned on meeting with a manufacturer representative to troubleshoot. No further complications are anticipated.

Event description:
It was also noted that the patient was having a lot of changes in their weight.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.